Event description:
This was noted to be a product issue and did not really affect patient, which is why a test patient was sed. Nurse giving covid vaccine with safety syringe "vanish point needles" supplied by pharmacy department, noticed that safety syringes are not functioning correctly. The needle on the syringe is not retracting into the syringe for safety. Nursing practice when this happens is to place syringe with needle exposed straight to sharps container, in front of veteran with caution. This was reported and respective affected individuals notified, including medline and patient safety on 3/9/2022, along with action plans. Per information from pharmacy: the pharmacy emergency preparedness manager met with the procurement manager and vaccine clinic nurse manager. It was suspected that the vanishpoint syringe lot number which has been in use since (B)(6) (lot #:0210701) are malfunctioning. All of these syringes have been quarantined until further notice. A total of 1700 new vanishpoint syringes with three new lot numbers have been acquired. Monitoring will occur to ensure malfunctioning is not occurring with these lots. It is believed that the lot #0210701 has caused 15 incidents since late (B)(6) 2022. Vanish point syringe/needle not retracting; suspected lot# 0210701.